Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and occlusion, as listed in the mini vision instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 9 months post multi-link vision stent implantation in the posterior descending artery (pda), the patient experienced shortness of breath and chest pain. On (B)(6) 2011, the patient was hospitalized and per angiogram, the stent was noted to be occluded. Percutaneous coronary intervention (pci) was performed reopening the stent. On (B)(6) 2011, the patient was rehospitalized with similar symptoms, but this time it was a new occlusion in the saphenous vein graft to the right coronary artery and a xience stent was placed. All was resolved and on (B)(6) 2011, the patient was discharged. On (B)(6) 2011, the patient was started on a nitrate and will be re-evaluated in 2 weeks. Additionally, a nuclear stress test was performed recently with normal results. Although requested, there was no additional information provided.